Event description:
Philips received a complaint on the defibrillator indicating that the device had unspecified fault. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the time need to be adjusted. The customer mistook that the boot time at the top of the screen as beijing time, so he thought the time was wrong. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that time needs to be adjusted.